Event description:
It was reported to the aci sales professional that a male patient in his (B)(6) underwent an interventional peripheral vascular procedure on (B)(6) 2011. A pre-procedural femoral angiogram was taken but revealed no peripheral vascular disease (pvd) or calcium in the vicinity of the access site. The patient was given the anticoagulant, heparin, peri procedure. There were no reports of complications during the procedure. The physician is a trained user of mynx and chose the device for femoral artery closure following the procedure. It was reported that during pull back of the device, the balloon lost pressure. The patient was converted to manual compression and hemostasis was successfully achieved. The aci sales professional reported that the patient is doing fine. There was no reported patient clinical sequela. No further information was provided.

Manufacturer narrative:
This report contains one reported event and one patient.(B)(4)

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1030511) indicated that the mynx device met all established performance criteria prior to shipment. This MDR is consists of 2 separate patient identifiers ((B)(6)).